Event description:
Received report from customer indicating that during a procedure, a k-wire had broken, leaving 33 mm inside the bone.

Manufacturer narrative:
Received report from customer indicating that during a procedure, a k-wire had broken, leaving 33 mm inside the bone. No product was returned, so could not confirm cause, however determined that occurrence was reportable to FDA.